Manufacturer narrative:
(B)(4). Medical product: unknown left nexgen gsf cr flex femoral component: catalog#ni, lot#ni; unknown nexgen green cr articular surface: catalog#ni, lot#ni. Proposed component (annex g) code is mechanical (g04) - stem. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-01823; 0001822565-2022-01822. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, the patient underwent revision surgery an unknown number of days post implantation. The reason for revision surgery is unknown. It was reported that no further information is available.